Event description:
It was reported that the device displayed an unknown message. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. Signal loss over an hour was found in connection to the reported allegation. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 device code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.